Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: additional information as received stating the complaint intraocular lens (iol) has been returned. Visual inspection of the returned product was performed. The following codes have been updated. Section d10: device available for evaluation: yes section d10: returned to manufacturer on: 9/2/2019. Section h3: device returned to manufacturer: yes. Section h6: method code 10. Section h6: results code 114. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection of the return sample shows the product was received loose in the lens box. The product is inspected and no anomalies were identified. The complaint cannot be confirmed. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Implant date/explant date: not applicable, as lens was removed/replaced in the initial surgery. Email address unknown, information not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after insertion of the intraocular lens (iol) into the patient left eye, the doctor ordered a change to a different implant model. An incision enlargement was performed. No additional information was received.